Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced re-herniation through mesh, small bowel ischemic strangulation requiring resection, adhesions to bowel, inflammation, infection, bowel resection x 2, bowel inflammation, bridge of mesh adherent to bowel, mesh attempted to be cut. During subsequent surgery (date unknown) the patient was noted to be 25 weeks pregnant.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, infection, recurrence, inflammation, adhesions, obstruction, ischemic, necrosis, abscess, healing, impaired and mesh eventration. Post-operative patient treatment included revision surgery, small bowel resection, diagnostic laparoscopy.

Manufacturer narrative:
Additional information: a4, b5, b7, h2, h6(patient codes, device codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, b2, b5, b6, b7, d8, e1, e3, e4, g1 (manufacturer), h6 (ime, imf codes, ime e2402: reactive mesothelial c ells, labs abnormal for hemoglobin and hematocrit). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, infection, recurrence, inflammation, adhesions, obstruction, ischemic, necrosis, abscess, healing, impaired, mesh eventration, congestion, reactive mesothelial cells, labs abnormal for hemoglobin and hematocrit, turbid dark bloody discharge, and strangulated bowel. Post-operative patient treatment included revision surgery, small bowel resection, diagnostic laparoscopy, mesh revision, and hospitalization.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, infection, recurrence, inflammation, adhesions, obstruction, ischemic, necrosis, abscess, open wound, mesh eventration, congestion, reactive mesothelial cells, labs abnormal for hemoglobin and hematocrit, turbid dark bloody discharge, and strangulated bowel. Post-operative patient treatment included revision surgery, small bowel resection, diagnostic laparoscopy, mesh revision, and hospitalization.

Manufacturer narrative:
Additional info: b5, d4 (UDI #), g4 (510k #), h6 (ime e2402 updated to include: "congestion"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.